Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified middle and distal end of the left anterior descending artery. A 3.00 x 16 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, it was noticed that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 33.5cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified middle and distal end of the left anterior descending artery. A 3.00 x 16 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, it was noticed that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient's status was stable.